Manufacturer narrative:
The account replaced the p2 load beam to resolve the issue.

Event description:
The account alleged that the bed exit did not alarm and a nurse call signal was not sent when the pt left the bed. No injuries.